Event description:
Caller reported a cgm error identified as error 42 with the g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer received guidance on how to reset the pump and successfully started a new sensor session, resolving the issue without the error code reappearing.